Event description:
It was reported by service report that both brakes could not be engaged due to the pedals were jammed on both sides. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken foot-end brake crank assembly.